Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
As conveyed by dr. (B)(6) to (B)(6) during a call on (B)(6) 2022: on (B)(6) 2022, dr. (B)(6) reoperated on this patient due to infection and he planned to do a washout and poly replacement. When he placed the knee into flexion, the femoral construct came out of the cement mantle with no visible cement adhered to the stem. The knee femur construct was replaced with off-the-shelf porex endo-model femur with 80mm uhmwpe augment and porex stem and replacement poly for the in situ tibia. The components that are the subjects of this file had been implanted on (B)(6) 2022 and were provided under compassionate use approval (case (B)(4)) due to the patient's nickel allergy and failed prior hinge knee (aesculap enduro, implanted (B)(6) ). It is unclear if the removed components are available for return to the manufacturer. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
As conveyed by dr. (B)(6) during a call on 2022-09-29: on 2022-09-21, dr. (B)(6) reoperated on this patient due to infection and he planned to do a washout and poly replacement. When he placed the knee into flexion, the femoral construct came out of the cement mantle with no visible cement adhered to the stem. The knee femur construct was replaced with off-the-shelf porex endo-model femur with 80mm uhmwpe augment and porex stem and replacement poly for the in situ tibia. The components that are the subjects of this file had been implanted on (B)(6) 2022 and were provided under compassionate use approval (case (B)(4)) due to the patient's nickel allergy and failed prior hinge knee (aesculap enduro, implanted (B)(6) 2016). It is unclear if the removed components are available for return to the manufacturer. [Customer]